Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited intermittent capture. No intervention was made. No patient's symptoms were reported.